Manufacturer narrative:
Investigation: the service technician inspected the optia system. An autotest and level sensors check passed. Investigation is in process, a follow-up report will be provided.

Event description:
During a service call for a spectra optia, the customer reported that after the patient with ttp/hus was taken off of the device they had to be admitted to the intensive care unit after a therapeutic plasma exchange (tpe) treatment. Per the customer, there were no complications during the treatment. After the treatment, pat (the patient) was brought to the nephrological department and shortly afterwards had a cardiac arrest ((v.a embolie) details of events leading up to the hospitalization are not available at this time. Per the customer, the patient is stable. Patient ID is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigation: the service technician inspected the optia system. An autotest and level sensors check passed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the run data file showed the tpe procedure was proceeding as expected when the operator ended the run at 183 minutes and started rinseback. At 186 minutes (3-minutes into rinseback), the operator ended the run. It is suspected that the patient was disconnected from the device at this time. At 194 minutes, the operator powered off the device. Review of the aim images did not show signs of clumping/clotting during the procedure. There were no signals or alarms during the run or rinseback indicating air was present in the set. The device was booted up the following day several times and as the patient disconnect test was not successfully performed by the system from the previous day, several alarms were generated before the device was powered down. On june 14th, the tbct technician was called to the site to check out the device and upon boot up, a similar series of alarms occurred as the system was not shut down properly; it was reported that there was no disposable kit on the device at this time. The technician was able to raise the cassette and performed system tests which passed successfully. Investigation is in process, a follow-up report will be provided.

Event description:
During a service call for a spectra optia, the customer reported that after the patient with ttp/hus was taken off of the device they had to be admitted to the intensive care unit after a therapeutic plasma exchange (tpe) treatment. Per the customer, there were no complications during the treatment. After the treatment, pat (the patient) was brought to the nephrological department and shortly afterwards had a cardiac arrest ((v.a embolie) per the customer the patient had a cardiac arrest on the nephrology department and was resuscitated there and then taken to the intensive care unit. The cause of the need for resuscitation is not clear. Per the customer, the patient is stable. Patient ID is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the service technician inspected the optia system. An autotest and level sensors check passed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
During a service call for a spectra optia, the customer reported that after the patient with ttp/hus was taken off of the device they had to be admitted to the intensive care unit after a therapeutic plasma exchange (tpe) treatment. Per the customer, there were no complications during the treatment. After the treatment, (B)(6) (the patient) was brought to the nephrological department and shortly afterwards had a cardiac arrest ((v.a embolie) details of events leading up to the hospitalization are not available at this time. Per the customer, the patient is stable. Patient ID is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Event description:
During a service call for a spectra optia, the customer reported that after the patient with ttp/hus was taken off of the device they had to be admitted to the intensive care unit after a therapeutic plasma exchange (tpe) treatment. Per the customer, there were no complications during the treatment. After the treatment, pat (the patient) was brought to the nephrological department and shortly afterwards had a cardiac arrest ((v.a embolie) per the customer the patient had a cardiac arrest on the nephrology department and was resuscitated there and then taken to the intensive care unit. The cause of the need for resuscitation is not clear. Per the customer, the patient is stable. Patient ID is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the service technician inspected the optia system. An autotest and level sensors check passed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the run data file showed the tpe procedure was proceeding as expected when the operator ended the run at 183 minutes and started rinseback. At 186 minutes (3-minutes into rinseback), the operator ended the run. It is suspected that the patient was disconnected from the device at this time. At 194 minutes, the operator powered off the device. Review of the aim images did not show signs of clumping/clotting during the procedure. There were no signals or alarms during the run or rinseback indicating air was present in the set. The device was booted up the following day several times and as the patient disconnect test was not successfully performed by the system from the previous day, several alarms were generated before the device was powered down. On june 14th, the tbct technician was called to the site to check out the device and upon boot up, a similar series of alarms occurred as the system was not shut down properly; it was reported that there was no disposable kit on the device at this time. The technician was able to raise the cassette and performed system tests which passed successfully. According to the scientific journal by wiernek, "thrombotic thrombocytopenic purpura (ttp) is a multisystem disorder that essentially can affect any organ in the human body. The hallmark of the pathogenesis in ttp is the large von willebrand factor multimers on plateletmediated micro-thrombi formation, leading to microvascular thrombosis. Autopsy studies showed that cardiac arrest and myocardial infarction (mi) are the most common immediate causes of death in these patients. Clinical manifestations of cardiac involvement in ttp vary dramatically, from asymptomatic elevation of cardiac biomarkers, to heart failure, mi and sudden cardiac death" root cause: a root cause assessment was performed for the patient's cardiac arrest. The most likely root cause was due to the patient's underlying disease state.

Event description:
During a service call for a spectra optia, the customer reported that after the patient with ttp/hus was taken off of the device they had to be admitted to the intensive care unit after a therapeutic plasma exchange (tpe) treatment. Per the customer, there were no complications during the treatment. After the treatment, pat (the patient) was brought to the nephrological department and shortly afterwards had a cardiac arrest ((v.a embolie) details of events leading up to the hospitalization are not available at this time. Per the customer, the patient is stable. Patient ID is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the service technician inspected the optia system. An autotest and level sensors check passed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the run data file showed the tpe procedure was proceeding as expected when the operator ended the run at 183 minutes and started rinseback. At 186 minutes (3-minutes into rinseback), the operator ended the run. It is suspected that the patient was disconnected from the device at this time. At 194 minutes, the operator powered off the device. Review of the aim images did not show signs of clumping/clotting during the procedure. There were no signals or alarms during the run or rinseback indicating air was present in the set. The device was booted up the following day several times and as the patient disconnect test was not successfully performed by the system from the previous day, several alarms were generated before the device was powered down. On june 14th, the tbct technician was called to the site to check out the device and upon boot up, a similar series of alarms occurred as the system was not shut down properly; it was reported that there was no disposable kit on the device at this time. The technician was able to raise the cassette and performed system tests which passed successfully. Investigation is in process, a follow-up report will be provided.